Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) of 540-541 mg/dl. Bg was addressed with a correction bolus via pump. The suspected cause for the elevated bg was unknown.